Manufacturer narrative:
Return device analysis did not confirm the reported dc shaft positioning issues. The reported poor image resolution could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a cause for the reported unintended movement (dc shaft positioning) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unintended movement of the cds. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to shadowing from the steerable guide catheter (sgc). The clip delivery system (cds) was advanced to the left ventricle (lv) when it was noted the clip curved to the anterior side. The cds was removed without issue. A new clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.